Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs and data set have been received and the eval is pending. A f/u report will be submitted with failure investigation results once the eval has been completed.

Event description:
Customer reported an over infusion of heparin. Stated a heparin infusion, 1200 units/hr, 500ml bag was started in the emergency department. No guardrails alerts occurred during the programming. The pt was transferred to another facility and the receiving facility called to report the entire bag of heparin had infused (per customer, the transport time was only a matter of hours). No report of pt harm or medical intervention. The customer did not provide any add'l pt or event details.